Event description:
It was reported that balloon rupture occurred. The patient presented with iliac vein compression and leg swelling. The mild stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. The patient had iliac vein compression. A 12.0 x 80, 75cm mustang balloon catheter was selected for pre-dilation and there was no damage on the outer package of the balloon. The device was loaded onto the guidewire and was inflated at less than 2 atmospheres for few seconds. However, it was noticed that liquid was leaking on the balloon and the pressure would not increase. Upon examination, there was pinhole or tear on the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 12mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with iliac vein compression and leg swelling. The mild stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. The patient had iliac vein compression. A 12.0 x 80, 75cm mustang balloon catheter was selected for pre-dilation and there was no damage on the outer package of the balloon. The device was loaded onto the guidewire and was inflated at less than 2 atmospheres for few seconds. However, it was noticed that liquid was leaking on the balloon and the pressure would not increase. Upon examination, there was pinhole or tear on the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.